Event description:
It was reported that after a da vinci prostatectomy surgical procedure, the physician noticed exterior burn markings above and medial to the working port on the left of the pt's abdomen. The area was reported as a superficial second degree burn, erythema in color. The surgical staff could not remember which instrument was used in this port and did not return instruments for eval despite isi's request. No additional info was reported. The site reported a second occurrence which occurred the same day. See MDR 2955842-2007-00549.

Manufacturer narrative:
The instrument was never returned for eval. The customer reported, complaint can not be confirmed or denied at this time. If the instrument is returned a follow-up MDR will be submitted.